Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery (lad). After a 3.5 6f non-boston scientific(bsc) sheath was engaged coaxially and non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x12 unknown balloon catheter. A 12 x 3.00 promus premier select drug-eluting stent (des) was advanced for treatment. However, when the device was maneuvered inside the guide catheter, the hypotube was broken. The device was removed and the procedure was completed with a 2.75 x 12mm promus premier select des. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery (lad). After a 3.5 6f non-boston scientific(bsc) sheath was engaged coaxially and non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x12 unknown balloon catheter. A 12 x 3.00 promus premier select drug-eluting stent (des) was advanced for treatment. However, when the device was maneuvered inside the guide catheter, the hypotube was broken. The device was removed and the procedure was completed with a 2.75 x 12mm promus premier select des. There were no patient complications reported and the patient status was stable. It was further reported that the break location was 15 to 20 centimeters from the hub of the device.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 12 x 3.00mm stent delivery system catheter returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 18cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery (lad). After a 3.5 6f non-boston scientific(bsc) sheath was engaged coaxially and non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x12 unknown balloon catheter. A 12 x 3.00 promus premier select drug-eluting stent (des) was advanced for treatment. However, when the device was maneuvered inside the guide catheter, the hypotube was broken. The device was removed and the procedure was completed with a 2.75 x 12mm promus premier select des. There were no patient complications reported and the patient status was stable. It was further reported that the break location was 15 to 20 centimeters from the hub of the device.